Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient reported that dexcom receiver did not alert him of the low. Patient stated his low is set at 80 mg/dl patient was at a restaurant at the time of the reported event. Patient reported that his leg started to shake while sitting at the table. Patient stated that he was having a diabetic seizure. Patient reported that someone called for an ambulance. The paramedics took a finger stick (fs) blood glucose test and patients' blood glucose (bg) reading was 40 mg/dl. Paramedics administered instant glucose by mouth. The patient told the paramedics that he needed a moment to recover. The patient recovered from the hypoglycemic event. Patient was not taken to hospital. Paramedics released patient from their care to go home. At the time the patient reported this event, the patient stated that he was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.